Event description:
It was reported that a 6f angio-seal sts plus was deployed in the right femoral arteriotomy (rfa) post diagnostic catheterization. The post procedure recovery was unremarkable and the pt was discharged home. The pt was readmitted approx 3 months later in 2009, due to bilateral claudication symptoms. Runoff angiography demonstrated bilateral peripheral vascular disease with 99% stenosis of the rfa at the location of the angio-seal placement. A vascular surgeon was consulted and the pt consented to a surgical cutdown and repair of the rfa (date unknown). Additional info was not available.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instructions for use (IFU) states if pts have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in pt arteries>5 mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site. The angio-seal device pt's info guide, which the pt is instructed to carry with them for 90 days states some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the pt is to contact their physician immediately at the number listed on their pt info card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms. The angio-seal pt info guides states within 60-90 days (12 weeks), the anchor, collagen sponge and suture of the angio-seal will naturally be reabsorbed by the body.